Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient presented in clinic for follow-up. Non-sustained vt/vf and non-sustained lead noise stored egms were noted. Lead testing gave normal results. On leaving the clinic, the patient received inappropriate therapy due to ventricular oversensing of atrial signals. Lead dislodgement was observed via cxr. The lead was explanted when repositioning was unsuccessful. The patient was in stable condition after the event.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.